Event description:
Patient underwent surgery on (B)(6) 2013 at (B)(6) to repair spinal rod that had slipped out of left sacral screw. This surgery was performed by dr (B)(6). During this surgery, the spinal rod that had slipped out of the left sacral screw was removed and an extender spinal rod and iliac screw were placed on the left side and the right sacral screw was removed and an extender spinal rod and iliac screw were placed on the right side. On (B)(6) 2013 (3 weeks post surgery) spinal x-rays were taken at (B)(6) in (B)(6) to evaluate the spinal hardware placed during the (B)(6) 2013 surgery. Upon evaluation of those x-rays, it was determined that the right spinal extender rod that had been placed had slipped out of the right iliac screw. On (B)(6) 2013, a thoracic/ lumbar CT scan was performed at (B)(6) which confirmed that the spinal rod had slipped out of the right iliac screw. The patient was taken back to surgery on (B)(6) 2013 at (B)(6) at which time the right spinal rod was removed, an extender rod was again placed and then threaded thru the existing right iliac screw and an additional iliac screw was placed. This resulted in a 4 day hospitalization. There were again no sings of infection or history of trauma or patient non-compliance to account for the observed failure of the union between the rod and screw. To our knowledge the defective rod and set screw were returned to nuvasive for testing, but the results of that testing have not been shared with us.